Manufacturer narrative:
The device was received for evaluation fully deployed. The device generated a hazard alarm, indicating there was an occlusion during runtime (one or more pulses filtered in the last 15). Timeouts were also observed during operation at the end of the run. Despite the hazard alarm, no occlusions were observed during fluid path testing. There were no damages or deficiencies that would contribute to a hazard alarm observed. The hazard alarm is confirmed as the root cause of the reported not sure delivering insulin, however the exact cause of the hazard alarm could not be determined. The patient history buffer data showed that the automated glucose control algorithm appropriately adapted to changes in estimated glucose values and user inputs. Inspection of the soft cannula did not find it bent, kinked, or damaged. The investigation found no evidence of a damaged cannula. During the investigation, the bottom housing vent was observed to be damaged. The exact timing and cause of this observed housing vent damage could not be determined.

Event description:
It was reported the patient's blood glucose level rose to between 300 and 350 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site on the arm, the pod's cannula was found bent. A red bump on the infusion site was also reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.